Event description:
The report stated that when using the electrosurgical pencil during a procedure, the pencil did not shut off when released. The pencil has been discarded.

Manufacturer narrative:
Date of initial report: 08/30/2007.